Event description:
Patient acutely desaturated to 60% spo2 shortly after xray. Increased fio2, ett suction, administered packed red blood cells x1 (for decreased hematocrit and low o2 sat), fentanyl given. Found to have disconnected sweep line to #1 oxygenator; reconnected sweep line resulting in progressively improving saturation with complete recovery of oxygenation 99% within approximately 3 minutes.there are two design concerns: no alarm to alert when there is a disconnection in sweep line, and/or a latching mechanisms.